Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation sensor driven pacing at a rate of 130 paces per minute was observed. The minute ventilation feature was turned off which resolved the high rate pacing. It was thought that perhaps the device was oversensing noise from the right atrial (ra) lead. A check ra lead message was also noted during the interrogation. Upon further review there were intermittent low out of range pacing impedance measurements of 200 ohms or less for the other manufacturer's ra lead and this pacemaker along with no sensing. The lead was reprogrammed to unipolar configuration and the sensitivity was also reprogrammed. The physician suspected an insulation issue with the other manufacturer's ra lead, however that was not able to be confirmed. The ra lead and pacemaker remain in service. No adverse patient effects were reported.